Event description:
It was reported that the patient underwent a routine heart transplant and evaluation of the returned heartmate 3 left ventricular assist device found tissue between the outflow graft and outflow graft bend relief consistent with extrinsic outflow graft obstruction.

Manufacturer narrative:
Section h6 investigation findings: 4251 - undesirable presence of endogenous materials manufacturer's investigation conclusion: the patient underwent a routine heart transplant. Evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , upon return revealed an extrinsic outflow graft obstruction. (B)(6) was returned assembled with the pump cable severed approximately 11.0¿ from the pump header. A distal section of the pump cable was returned measuring approximately 11.5¿. The modular cable was not returned. A total of approximately 8.5¿ of the sealed outflow graft was returned cut into three sections and attached to the pump cover outlet port. The outflow graft bend relief was returned over the sections of outflow graft with the hardware engaged. The apical cuff was returned secured with the cuff lock engaged. The device appeared to have been exposed to a fixative (such as formaldehyde) before being returned to abbott for evaluation. Examination of the sealed outflow graft revealed a buildup of tissue between the outflow graft and outflow graft bend relief with a longitudinal crease in the graft. The buildup of tissue between the graft and bend relief followed the geometry of the crease and filled in the space between the graft and bend relief, indicating that the crease was present during support in the location it was discovered. These findings are consistent with extrinsic outflow graft obstruction during support; however, there was no evidence of developed depositions or thrombus formations that would have indicated a flow issue during support. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6 investigation findings: 4251 - undesirable presence of endogenous materials. No further information was provided. The manufacturer is closing the file on this event.